Event description:
It was reported that the patient had two fleeting alarms and was hemodynamically and clinically stable. Log files showed an odd strong of power cable disconnects on (B)(6) 2022 while on battery power. There was also low supply voltage values when connected to the power module. It was noted that cleaning the batteries/clips seemed to have resolved the problem. The patient cable was exchanged and returned. During the investigation of the patient cable, it revealed fluid ingress.

Manufacturer narrative:
Manufacturer's investigation conclusion: there were incidental findings of fluid ingress. The reported event of no external power and low voltage advisory alarms was confirmed via the log file review. The log spanned approximately 49 days (02feb2021, 15apr2022 to 03jun2022 per the timestamp). Atypical low voltage advisory alarms coincided with routine power cable disconnect alarms and activated from 27apr2022 at 02:13 to 27may2022 at 01:38 due to fluctuating rsoc voltage on the power cables while the device was connected to a power module. The alarm resolved shortly activation and did not affect the controller¿s ability to operate the pump at the set speed limit. A no external power alarm activated on (B)(6) 2022 at 11:45 due to rsoc voltage simultaneously dropping to ~0v on the power cables while the device was connected to a power module. The backup battery was able to provide power to the pump during the alarm. The alarm resolved shortly after activation. No other notable alarm was observed. The 14v patient cable, lot: 35311250614, was manipulated while connected to a mock circulatory loop without reproducing any alarms, but was supplying 13.7v to the pump which is lower than the expected threshold of 14v. The cable was functionally tested and had higher than normal resistance on some of the wires as well as open lead. The cable was striped down to the wire revealing severe kinked wires along the main cable. Unfurling the kinked wires presented damages to the insulators on several wires. Per provided information, the patient received a new patient cable and had no further alarms. A root cause of the reported event was determined to be damaged patient cable; however, a root cause of the damaged cable was not determined through this analysis. The 14v patient cable is manufactured by third party who maintains the device history records and are not available to be reviewed. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including low voltage and no external power. No further information was provided. The manufacturer is closing the file on this event.